Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on (B)(6) 2014, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On an unknown date, the distal side of the both side devices were migrated proximally (distance unknown). On (B)(6) 2021, a reintervention to place additional stent graft at both side was performed. The patient tolerated the procedure.